Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they couldn't get their implant charged quickly at all and overnight the implant would go dead all the way. Patient stated that they would start from zero in the morning and they had been charging for an hour and 37 minutes and the implant was only up to 60%. Patient confirmed that they had an excellent connection the whole time they were charging. Patient mentioned that they just had the implant turned on this week and they got the stimulation turned up to 4 yesterday. Agent asked the patient if the connection ever changed to the words low and high with the numbers and patient said no. During the call, patient was in a charge session; implant 60% charging at an excellent connection and therapy off. Patient confirmed the wireless recharger is at 80%, the charging speed is at 4 and their belt is fine size wise. Towards the end of the call, patient confirmed the implant increased to 80%. Agent reviewed with the patient that the duration of the charge sessions could vary widely based on therapy settings and different groups. Agent reviewed with patient implant battery was dependent on the therapy settings and usage. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.